Event description:
C-arm fluoroscopy stopped working during o.r procedure to repair fractured pemur. Upon exam by biomed, safuse. (F6) found blown. Replaced. Outside company evaluated equipment - could not duplicate failure nor pin point reason fuse blown. Returned to operation. No repair issues noted.